Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Concurrent conditions included overweight. Concomitant products included antidepressants for depression and anxiety, azithromycin (z-pak) for infection, antibiotics for vaginal discharge as well as atomoxetine hydrochloride (strattera) since 2016, bactrim (mortin), buspirone since 2016, morphine sulfate since january 2018, oxycodone since 2015 to january 2018 and sertraline (zoloft) since 2015. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sharp pain during intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2010, the patient had essure inserted. In february 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), abdominal pain ("cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy") and back pain ("lower back pain"). The patient was treated with surgery (to remove essure device, salpingectomy), surgery (ablation, dilation and curettage.) And surgery (ablation, dilation and curettage.). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache and back pain was resolving, the vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, cystitis, urinary tract infection and vaginal discharge had resolved and the menorrhagia, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, nausea, allergy to metals, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in august 2010: total bilateral occlusion quality-safety evaluation of ptc: unable confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight and meniscus injury. Concomitant products included antidepressants for depression and anxiety, azithromycin (z-pak) for infection, antibiotics for vaginal discharge as well as atomoxetine hydrochloride (strattera) since 2016, buspirone since 2016, morphine sulfate since (B)(6) 2018, oxycodone since 2015 to (B)(6) 2018, sertraline hydrochloride (zoloft) since 2015 and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sharp pain during intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), abdominal pain ("cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), back pain ("lower back pain") and tooth fracture ("teeth break"). The patient was treated with surgery (ablation, dilation and curettage. And to remove essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache and back pain was resolving, the vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, cystitis, urinary tract infection and vaginal discharge had resolved and the menorrhagia, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, nausea, allergy to metals, depression, anxiety, weight increased and tooth fracture outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event teeth break reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Concurrent conditions included overweight. Concomitant products included antidepressants for depression and anxiety, azithromycin (z-pak) for infection, antibiotics for vaginal discharge as well as atomoxetine hydrochloride (strattera) since 2016, bactrim (mortin), buspirone since 2016, morphine sulfate since january 2018, oxycodone since 2015 to january 2018 and sertraline (zoloft) since 2015. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sharp pain during intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. In february 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), abdominal pain ("cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy") and back pain ("lower back pain"). The patient was treated with surgery (to remove essure device, salpingectomy), surgery (ablation, dilation and curettage.) And surgery (ablation, dilation and curettage.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache and back pain was resolving, the vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, cystitis, urinary tract infection and vaginal discharge had resolved and the menorrhagia, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, nausea, allergy to metals, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in august 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, hair loss, infection (other) describe: urinary tract infection and bladder, migraines / headaches, nausea, nickel allergy, psychological or psychiatric problems condition: depression and anxiety, vaginal discharge, weight gain / loss specify which one: weight gain, lower back pain. Concomitant disease, lot number, historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight and meniscus injury. Concomitant products included antidepressants for depression and anxiety, azithromycin (z-pak) for infection, antibiotics for vaginal discharge as well as atomoxetine hydrochloride (strattera) since 2016, buspirone since 2016, morphine sulfate since (B)(6) 2018, oxycodone since 2015 to (B)(6) 2018, sertraline hydrochloride (zoloft) since 2015 and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sharp pain during intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), abdominal pain ("cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), back pain ("lower back pain") and tooth fracture ("teeth break"). The patient was treated with surgery (ablation, dilation and curettage. And to remove essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache and back pain was resolving, the vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, cystitis, urinary tract infection and vaginal discharge had resolved and the menorrhagia, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, nausea, allergy to metals, depression, anxiety, weight increased and tooth fracture outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event teeth break reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight and meniscus injury. Concomitant products included antidepressants for depression and anxiety, azithromycin (z-pak) for infection, antibiotics for vaginal discharge as well as atomoxetine hydrochloride (strattera) since 2016, buspirone since 2016, morphine sulfate since (B)(6) 2018, oxycodone since 2015 to (B)(6) 2018, sertraline hydrochloride (zoloft) since 2015 and sulfamethoxazole;trimethoprim (motrin). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sharp pain during intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), abdominal pain ("cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), back pain ("lower back pain") and tooth fracture ("teeth break"). The patient was treated with surgery (ablation, dilation and curettage. And to remove essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache and back pain was resolving, the vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, cystitis, urinary tract infection and vaginal discharge had resolved and the menorrhagia, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, nausea, allergy to metals, depression, anxiety, weight increased and tooth fracture outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Lot number: 704633 manufacturing date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight and meniscus injury. Concomitant products included antidepressants for depression and anxiety, azithromycin (z-pak) for infection, antibiotics for vaginal discharge as well as atomoxetine hydrochloride (strattera) since 2016, buspirone since 2016, morphine sulfate since (B)(6)2018, oxycodone since 2015 to (B)(6)2018, sertraline hydrochloride (zoloft) since 2015 and sulfamethoxazole;trimethoprim (mortin). On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sharp pain during intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain"), abdominal pain ("cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), back pain ("lower back pain") and tooth fracture ("teeth break"). The patient was treated with surgery (ablation, dilation and curettage. And to remove essure device, salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache and back pain was resolving, the vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, cystitis, urinary tract infection and vaginal discharge had resolved and the menorrhagia, abdominal pain, dyspareunia, female sexual dysfunction, fatigue, nausea, allergy to metals, depression, anxiety, weight increased and tooth fracture outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6)2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event teeth break reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain"), abdominal pain ("cramps") and dyspareunia ("sharp pain during intercourse"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.